Event description:
The article, "left atrial appendage closure after a hospital admission for bleeding in atrial fibrillation patients: frequency, associated factors and prognosis", was reviewed. This research article is a retrospective multicenter experience to evaluate the frequency, associated factors, and prognostic impact of left atrial appendage closure (laac) in the management after an intracranial hemorrhage (ich) or gastrointestinal bleeding (gib) hospital admissions in a large population of anticoagulated atrial fibrillation patients. The devices included in the study were watchman, amplatzer amulet, and lambre. The article concluded that a laac strategy was associated with a significantly lower incidence of the combined event and all cause death in univariate and multivariate analysis compared with usual management. [The primary and corresponding author was martín ruiz ortiz, cardiology department, university hospital reina sofía, university of córdoba, córdoba, spain, with corresponding e-mail: maruor@gmail.com.] This study included patients who experienced ich or gib who underwent laac or medical management in the follow-up from 01 january 2021 to 31 december 2022. A total of 1403 patients were included in the study, of which 114 underwent laac. Of the 114, 35.9% (41) received an abbott device. The average age was 81 years. The majority gender was male. Comorbidities included intracranial bleeding, gastrointestinal bleeding, hypertension, diabetes mellitus, hypercholesterolemia, heart disease, heart failure, ischemic heart disease, acute coronary syndrome, cardiomyopathy, renal failure, peripheral artery disease, stroke, transient ischemic attack, chronic obstructive pulmonary disease, sleep apnea, anemia, dementia, peptic ulcer disease, chronic liver disease, cancer, leukemia, lymphoma, and previous thromboembolic event, bleeding, and atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including intracranial bleeding, gastrointestinal bleeding, hypertension, diabetes mellitus, hypercholesterolemia, heart disease, heart failure, ischemic heart disease, acute coronary syndrome, cardiomyopathy, renal failure, peripheral artery disease, stroke, transient ischemic attack, chronic obstructive pulmonary disease, sleep apnea, anemia, dementia, peptic ulcer disease, chronic liver disease, cancer, leukemia, lymphoma, and previous thromboembolic event, bleeding, and atrial fibrillation. Complications reported included stroke, intracranial hemorrhage, pericardial effusion, gastrointestinal hemorrhage, embolism/embolus, bleeding, transient ischemic attack; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: left atrial appendage closure after a hospital admission for bleeding in atrial fibrillation patients: frequency, associated factors and prognosis. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.